Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that filament entanglement on the stent caused the opening issue. The pipeline had not been placed in a vessel bend when it failed to open and there were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the ped flex failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured, posterior communicating artery aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone was 4.4 mm distally and 4.2 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered at a platelet reactivity units (pru) level of 100. The angiographic result post procedure was good wall apposition. It was reported that pipeline treatment was performed for a posterior communicating artery aneurysm. The pipeline flow-diverting stent and marksman were properly flushed and hydrated. After the catheter was positioned, the stent was delivered; however, the stent could not be opened. Two attempts were made to retrieve and redeploy the device, and additional time was allowed, but the distal tip still could not be opened. Further attempts were made to deploy a longer segment and to wait, and although partial opening at the distal tip was observed, there was notable fraying and entanglement. To ensure patient safety, the device was withdrawn and replaced with a new pipeline, with which the procedure was successfully completed. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a marksman catheter.